Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bags were not properly connected as there was a loose connection. The technical service representative explained the alarm and assisted the hp in power cycling the hc. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue was determined to be a loose connection. Should additional relevant information become available, a supplemental report will be submitted.